Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer replaced the cartridge and successfully resumed insulin therapy prior to contacting technical support, resolving the issue.